Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a fathom guidewire with no original packaging. It was noticed that the tip was detached approximately 7 cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the tip on the wire broke. The target lesion was located in the gastrointestinal tract. A 180 x 35 cm fathom¿ -16 was selected for use. During procedure, it was noticed that the tip of the wire broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.